Manufacturer narrative:
The device was not returned for evaluation, but 2 photos were provided review. The lot history review was performed. Peeled/delaminated was confirmed for the device. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 8808061 implantable port allegedly experienced peeled/delaminated ptfe introducer sheath/improper peel. This report was received from one source. Age, weight, and gender were not provided for the patient. There was no reported patient injury.